Event description:
General report received of approximately 3-4 undocumented incidents of "burst" or "split" tubing during power injections of contrast. These events have reportedly occurred over the last six months. The patients had peripheral upper extrmity IV accesses, and the injector was connectd to the clave sites proximal to the patients. Warmed omnipaque contrast was injected with a medrad power injector at 2-4ml/sec. The total amount to be injected was 150ml. After the patients received approximately 70ml, the tubing split or burst. An unspecified number of patients were "sprayed" with contrast, but there were no reported skin reactions. The customer reported that there has been bleed back on an unspecified number of the patients, but there has never been more then 5ml of blood loss. The customer also reported an unspecified number of infiltrates at the IV sites post power injection. In addition, there was no clave related incident in which the clear silicone center was "blown" out after power injection. The exact tubing set was not identified, but the customer reported that it might be this set. There were no reported adverse patient effects. Though requested no further information or specific details were received.